Event description:
The table was rotated to 90 degrees and allegedly when the patient was standing on the footrest it detached from the table and as a result, the patient fell off the table and landed on her feet. Reportedly, the patient had no injuries.